Event description:
It was reported that this pacemaker exhibited oversensing on the right ventricular (rv) channel on stored atrial tachy response (atr) episodes. Technical services (ts) reviewed the available device data, confirmed the oversensing, and recommended an in-office evaluation for further assessment. No adverse patient effects were reported. This pacemaker remains in service.